Manufacturer narrative:
This investigation is not complete; this report will be updated when complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to neck fracture (left).